Event description:
Adverse reaction to knee injection, increased edema and pain in joint. Dose or amount: 48 units, frequency: 6 month, route: intra-articular. Date of use: (B)(6) 2017. Diagnosis or reason for use: bilateral knee pain. "Event abated after use stopped or dose reduced: yes."